Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
B5: per updated information the lens was exchanged for a same length lens of different power on (B)(6) 2023 and the problem resolved. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.7mm vticm5_13.7 implantable collamer lens of -11.0/1.0/094 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2020. Low vault and refractive change overtime was observed, lens remains implanted. Unknown was reported as cause of event. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).